Manufacturer narrative:
Manufacturing site evaluation: samples received: 29 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch, there are (B)(4) units in stock. Received 29 closed samples and one picture which shows a needle broken near the attachment area. The attachment area is a weak part of the needle, and as indicated in the instructions for use: "care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage." Note: there are no pictures attached to this report. The needles of the closed samples received were tested for bending strength and the results fulfill the OEM specifications of the product. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). During intra-operative surgery the needle broke.